Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/ pelvic floor. It was reported that the patient has been having difficulties with pain going to their fingers and toes starting over the last two weeks and would like to pursue interstim removal. The circumstances that led to the reported issue were unknown. The patient was redirected to their healthcare provider to further address the issue.